Event description:
Following laminectomy; pt was closed. The pattie count was wrong and the room and the pt were checked. An add'l pattie was placed under the pt's leg. The leg was x-rayed; but the pattie did not show u on x-ray. Ten patties were placed on a tray; were x-rayed; and they all appeared on x-ray. Pt's leg was then put over those ten patties; they were x-rayed; but only three patties appeared on x-ray.